Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm and absence of no delivery. Customer's blood glucose was 99 mg/dl. The customer refused to troubleshoot and was advised to call for assistance as issue occur. The customer wants to uprgrade and was advised that if she is ready for upgrade to please call.